Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, when the introducer was placed near the left ventricular mitral valve, blood was noted to be leaking from the hemostasis valve after the catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.